Event description:
On (B)(6) 2019, the reporter (mother) for the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio 2 meter had displayed an error 1 message whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation. Directly. The reporter stated that the alleged product issue first began on (B)(6) 2019 at night-time when the patient obtained an error 1 message on the subject meter. The reporter stated that patient manages her diabetes with insulin selfadjuster (novorapid and lantus). The reporter stated that the patient made no change to her usual diabetes management routine in response to the alleged product issue. She stated that on (B)(6) 2019, 8:45am she found the patient unconscious, pale and sweaty in bed. The reporter detailed that on (B)(6) 2019 between 8:30 and 9:00am she administered treatment of a glucagon injection to the patient and attempted to obtain a glucose result on the subject meter, however, she received an error 1 message. At the time of troubleshooting the cca noted that it was not the first time the subject meter was in use. After the reporter removed the battery, held the button down for 5 seconds and then replaced the battery the issue remained unresolved. The patient's products were replaced. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.